Manufacturer narrative:
During unpacking and set-up of a new console by a zoll service representative at the customer site, the thermogard ivtm system (sn (B)(4)) displayed a mid:09 (air trap assembly) error message and the air trap sensor led was repeatedly flashing on and off. The evaluation of the thermogard console revealed that the probable root cause of the observed issues was due to a defective air trap sensor block, likely attributed to defective component. The air trap sensor block needs to be replaced to remedy this issues. The root cause of the thermogard ivtm system suddenly rebooted on its own is undetermined. During visual inspection, there was no physical damage noted on the ivtm thermogard console. Zoll is awaiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During unpacking and set-up of a new console by a zoll service representative at the customer site, the thermogard ivtm system (sn (B)(4)) suddenly rebooted on its own and displayed a mid:09 (air trap assembly) error message, the air trap sensor led was repeatedly flashing on and off. No patient involvement.